Event description:
It was reported that the right ventricular lead exhibited high, out of range, high voltage lead impedance. The lead was capped and replaced without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.